Manufacturer narrative:
Hill-rom technician replaced the left intermediate siderail and the bed functioned properly.

Event description:
The account alleged that the left foot siderail would not latch. The hill-rom technician reported the siderail appeared to be up and locked, and when they hit the rail, it will release. No injuries reported.